Event description:
It was reported by the customer that they are returning their unit for service. No further info is available and no reported pt consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: missing accessories completed, calibration, defective speaker assembly replaced and generator pcb replaced. The device history record has been reviewed and has passed all qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.